Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records for this were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operation context due to the performance of the device was limited by interaction with other devices, interaction with pt anatomy or other procedure factors.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The 1.5x8mm apex push monorail balloon ruptured at 10 atmospheres. It is unknown how many inflations were performed. The balloon was removed intact. The procedure was completed with a different device. The pt status is good with no complications reported.